Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported the right side as "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional reported "exchange" and "capsular contracture, baker grade iii. Patient additionally reported right side "moderate breast pain;" this event is not related to the device. Device has been explanted.

Event description:
Patient reported the right side as "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional reported "exchange" and "capsular contracture, baker grade iii. Patient additionally reported right side "moderate breast pain;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation and weigh to the spec. Clouds and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.